Event description:
Prior to a procedure, the first two shears did not work. Exact problem not described. The person returning the shears was not present in the case and could not give helpful details about the failure. Per sales rep, silicon rings look damaged. Not noted how case completed. No patient consequence.